Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving false positive cocaine and thc results for five employees. The same employees were tested multiple times and positive cocaine and thc results were produced each time. Confirmatory testing was conducted and the laboratory testing produced negative cocaine and thc results.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with drug-free donor urine. All coc and thc strips produced negative results at the read time. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention and return products of the reported lot. Retention and return products were tested with drug-free donor urine. All coc and thc strips produced negative results at the read time. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.